Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pace defib device failure" message and device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan. The customer's report was not verified during evaluation. The device was put through to extensive testing including full functional testing and power cycling duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.